Event description:
It was reported to boston scientific corporation that a contour ureteral stent was defective. There was no more information to provide us. Patient information is unavailable.

Event description:
The customer's biomedical technician reported on 09 december 2009 to the service depot a colleague infusion pump with a malfunction of an 814 failure code on channel c. The event was reported to have occurred on (B) (6) 2009 during patient therapy in the intensive care unit. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury or medical intervention had been reported related to the device. The software version is currently unknown. There is no additional information available.

Manufacturer narrative:
(B)(4).there is a CAPA (corrective action preventative action) investigation associated with this complaint. (B)(4).

Manufacturer narrative:
(B)(4). In the initial medwatch report, 6000001-2009-01348, it was stated that the pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was that the fluid intrusion shorted the channel c air in line printed circuit board j3 connector. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. During service at baxter the reported condition was confirmed but not duplicated. The assignable cause determined by the service department was a faulty channel c pumphead module. The channel c pumphead module was replaced.

Manufacturer narrative:
(B) (4). The pump will be returned and evaluated at baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
It was reported that while preparing for an anterior cervical discectomy fusion case it was discovered that the tip of the instrument was missing. X-rays from the last known surgery (c5-6, c6-7 for a spinal fracture) in which the instrument was used seem to show an object resembling the tip at c7. No revision is planned at this time. The pt has not experienced any complications.